Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058167r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that a missed refill occurred on (B)(6) 2014. The patient had reported an increase of pain on (B)(6) 2014. The reservoir alarm had been set to 1ml. The health care provider (hcp) reportedly got two drops out of the reservoir. The hcp inquired if medication remained in the tubing. The reason for not needing a priming bolus was also discussed. The device system was used to deliver baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.